Event description:
It was reported that the customer had low blood glucose levels of 69 mg/dl. The customer reported that the insulin pump alarmed no delivery during bolus. The customer also requested assistance in checking to see how much insulin was delivered from the insulin pump. The customer declined to troubleshoot the no delivery alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.